Manufacturer narrative:
Replacement breast shields were sent to the customer. In follow up with a medela clinician on 01/27/2016, the customer reported that she received the replacement breast shields, and that her pump suction had increased. She also reported that there was not much changed in her thrush infection. As of the date of this report, the original product has not been received. Should additional information or the original product be received resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
On (B)(6) 2016 the customer reported to a medela customer service representative that she had thrush and that she had received prescription medications to treat the thrush. The customer also reported that her pump in style breast pump had low suction.